Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. (B)(4).

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the flex ureteroscope could not bend enough to be able to use the laser to crush the stone. The physician inserted a zero tip nitinol stone retrieval basket to engage the stone but could not pull the stone out to get it into the renal pelvis for easy laser access. An attempt was made to shake the stone out of the basket but was unsuccessful. The physician took the zerotip apart and used a second closed basket to poke the stone out of the original zero tip nitinol stone retrieval basket. The patient was stented and will be scheduled for a percutaneous stone removal. Reportedly the patient had a 1.3 cm right lower pole stone. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
Additional information: it was reported that the reason the physician was unable to get the stone out of the basket, was because the stone was too big. The device worked properly and did not fail to open or close and not damage was noted. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The patient's current condition was reported to be okay.